Event description:
It was reported that there was pain since 15 days in front of the lead at the subcutaneous level above the left ear with discharge. The result of the bacteriological sampling was cutibacterium acnes germ. The lead had migrated/dislodged and there was skin exposure of the left lead (scar was open for about 2 mm). Medication was administered and the lead was repositioned on (B)(6) 2022. In the operating room, it was noted that a portion of the lead was more yellow and dull in color with a break in the sheath and exposure of the underlying metal. The issue was resolved without sequelae on (B)(6) 2022. Additional information was received: it was reported that on (B)(6) 2022 the patient's surgery included lavage of the area, trimming and closure of an auricular skin fistula on the left. They patient had an infection and skin exposure of the left lead with intermittent serous discharge, and pain since 15 days in front of the lead at the subcutaneous level above the left ear with discharge.

Manufacturer narrative:
Concomitant medical products: product ID: neu unknown, serial# unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: lot# serial# unknown implanted: (B)(6) 2009 product type lead correction to show updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that on (B)(6) 2022 the patient's lead was not migrated/dislodged and the surgery included lavage of the area, trimming and closure of an auricular skin fistula on the left. They patient had an infection and skin exposure of the left lead with intermittent serous discharge, and pain since 15 days in front of the lead at the subcutaneous level above the left ear with discharge.